Event description:
Customer reported experiencing a past high blood glucose event, with the specific blood glucose value unknown as the value displayed "high". Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling.. To resolve the issue, the customer administered a correction bolus using the pump, and the control iq feature was active at the time of the event. Customer reverted to an alternate form of insulin therapy.